Manufacturer narrative:
Reporter refused to provide contact information. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported unspecified side "rupture". Manufacturer of the device is unknown. Device status is unknown.